Event description:
The customer reported the device displayed a malfunction during patient defibrillation. The device was in use on a patient, however there was no adverse event to the patient or user.